Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the surgeon of the hospital, that they have to make a revision because of allergic reaction of the patient. On (B)(6) 2016: translated medical records confirmed that the patient was revised due to a large pseudotumor in the right hip with metal allergy. The surgeon resected the tumor, exchanged the head and liner and implanted a stryker universal adapter, biolox delta head and poly insert.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding altr involving a meal head was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: metal-ion related adverse local tissue reactions (altr) require elevated metal ion levels with a specific source in the arthroplasty. Because this arthroplasty only had a modular head, only one metal-metal device connection was present and any metal ion release would have to originate in the taper connection between accolade stem taper and co cr head. During both revisions, hardly any (2014) or no corrosion related changes at all (2016) were observed which make it highly unlikely that metal-related corrosion problems would be at the source of the problems reported. A major issue in this arthroplasty ever since implantation on 2008 was cup malposition in relative retroversion with some mismatch between cup plane and pelvic bone plane of around 7° while additionally the cup was placed in a medialized position with some 1-cm recession of the cup position within the acetabular boundaries. By itself this degree of version mismatch is not extreme but together with the medialized position develops greater impact in adverse direction on joint biomechanics. Both aspects of malposition reduce the effective movement space of the arthroplasty and given the direction of version mismatch predisposes to impingement in flexion and/or internal rotation. All in all, major evidence suggests that the principal failure mode was by overload in the arthroplasty through device impingement induced by cup malposition. Because all adverse factors involved in the current failure mode were already present at time of implantation of predicate devices in 2014, failure is by definition not device-related. This pi case is not device-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot. Conclusions: principal failure mode occurred by overload in the arthroplasty through device impingement induced by cup malposition. A bleeding complication during anticoagulation in 2012 may have helped trigger adverse effects but also this might relate to impingement the other way around. Alval possibility cannot be proven nor disproved but in this case would point to a specific patient-related metal hypersensitivity not related to any device-related adverse matter and independently of and additional to the proven mechanical overload condition as caused by cup malposition. Incomplete resection of pseudo tumor as performed during the previous revision surgery was another major factor to contribute to persistence of problems after the previous revision surgery. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
It is reported by the surgeon of the hospital, that they have to make a revision because of allergic reaction of the patient. On (B)(6) 2016: translated medical records confirmed that the patient was revised due to a large pseudotumor in the right hip with metal allergy. The surgeon resected the tumor, exchanged the head and liner and implanted a stryker universal adapter, biolox delta head and poly insert.